Event description:
Updated summary: it was reported to medtronic minimed that the customer reported hypoglycemia treated with glucose. The customer received pump error 63 (hardware low-level failures). The customer received a low reservoir alarm blank display and the pump was hot. The event involved product(s) mmt-1880, mmt-242a, and mmt-332a. Troubleshooting was performed for the short battery lifetime and the battery lasts more than 1 week. Troubleshooting was performed for the over delivery and the serialized device was replaced. Troubleshooting was performed for the pump hot but later it was declined. Troubleshooting was not performed for the low reservoir and blank display. The customer was not using the auto mode feature at the time of the event. The customer reported a short battery life or a low battery alarm. The battery lasted more than 1 week. Explained this is expected behavior. The customer has been using the insulin pump system within 48hours of the reported low blood glucose event. The customer believes the pump is over-delivering. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia treated with glucose. The customer received pump error 63 (hardware low-level failures). The customer received a low reservoir alarm blank display and the pump was hot. The event involved product(s) mmt-1880, mmt-242a, and mmt-332a. Troubleshooting was performed for the short battery lifetime and the battery lasts more than 1 week. Troubleshooting was performed for the over delivery and the serialized device was replaced. Troubleshooting was performed for the pump hot but later it was declined. Troubleshooting was not performed for the low reservoir and blank display. The customer was not using the auto mode feature at the time of the event. The customer reported a short battery life or a low battery alarm. The battery lasted more than 1 week. Explained this is expected behavior. The customer has been using the insulin pump system within 48hours of the reported low blood glucose event. The customer believes the pump is over-delivering. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. Product return requested for mmt-242a. Customer declined to return, or is unable to return. Product return requested for mmt-332a. Customer declined to return, or is unable to return.

Manufacturer narrative:
The pump powered up properly after battery installation and passed all functional testing including the self-test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 03/28/2025 found daily total of bolus insulin delivered to be 9.25 units and basal insulin to be 11.475 units. Unit was monitored for 24 hours and no device heating up anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 01/08/2025 13:02:00, 12/06/2024 05:16:00, and on 11/02/2024 13:16:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No pump error 63 alarms noted during testing however, pump error 63 (variable=15) (line number 147 file number 2017) was confirmed in the formatted history file on 10/05/2024 17:45:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. Pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Low reservoir anomalies not confirmed. Device heating up not confirmed during testing. However, pump error 63(variable=15) (line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.